Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device passed displacement test, active current measurement and self test. Device failed sleep current measurement due to corroded electronic assemblies. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No missing segments or partial display noted. Device shows no damage on lcd controller or lcd glass. Device received with cracked keypad overlay, missing serial number label, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen and the light is blinking red. Customer reported that the insulin pump had solid white. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.